Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Reportedly, the customer miscalculated the amount of carbohydrates consumed, and subsequently delivered more insulin than needed. Customer consumed food to address low bg.